Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
The patient reported that the device was "not working right" and that the patient has had a rapid heart rate for several months. At the last device check a few months ago, the doctor stated the rate had been between 156 and 180 for several months. The patient was put on medication to slow down the heart rate but it has not helped. The patient reported going back and forth to the emergency room. The patient stated that when it happens, it feels like the heart is going to burst out of chest or explode. The patient stated that a holter monitor and sonogram were used to determine the fast heart rate but with no solution so far. The patient also reported that the device was placed too far to the left and that if the patient's arm moves, "it feels like it shifts." The device remains in use. No patient complications have been reported as a result of this event.